Manufacturer narrative:
The product information was not provided, so the manufacture date could not be determined. The initial reporter information was not provided.

Event description:
The advocate stated the customer received a blood glucose reading of 43mg/dl on the contour next link. The customer was experiencing hypoglycemic symptoms, was given juice, and eventually felt better. The call ended before further information could be obtained. Product was not replaced.